Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, foreign material in the nozzle was confirmed, but the type of foreign material was unknown. A definitive root cause of the foreign material in the scope was unable to be determined. The subject event can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif-290 series, operation manual, chapter 3 "preparation and inspection" describes how to detect the subject event; instructions for gif-290 series, reprocessing manual, chapter 5 "reprocessing of the endoscope (and related reprocessing accessories)" describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope nozzle had foreign objects. There were no reports of patient involvement.